Event description:
We are attempting to have the device returned to us. After two attempts, to date we have received no response from the voluntary rptr. We would like to ask for an add'l thirty days to complete the evaluation of the incident as prescribed in your letter. However, unless the deivce is returned to us it will be difficult to conduct the type of analysis you have requested.